Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is part of the shortened replacement window advisory, originally communicated (B)(6) 2007, had a monitoring battery voltage of 2.62 v after 27 months of implant. The device remained implanted for over four years after this initial allegation, until information was recently received that the device was explanted and replaced with a competitor's device. No information could be obtained about the replacement or if the device will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.